Event description:
Additional information was received on (B)(6) 2012 that the surgeon was hesitant about performing a lead revision. Follow up was performed and it was indicated that the patient's mother was also hesitant about having the device replaced. Stimulation remains on as the initial plan of action was to have replacement right away however as mother is hesitant, the patient has not been seen to be disabled. There was no known trauma or manipulation to the device and no x-rays were performed. No other information would be provided on the issue. Revision has not occurred to date.

Event description:
It was reported that the patient was found to have high impedance during an office visit on (B)(6) 2012. The patient has been referred for revision. Surgery is likely but has not occurred to date.attempts for additional information are in progress.

Event description:
Per clinic notes dated (B)(6) 2012 and operative notes from the patient's generator replacement on (B)(6) 2008, the patient does not appear to have exhibited an increase in seizure frequency prior to the high impedance being observed. Systems diagnostics resulted in high impedance on (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently the age at the time of event incorrectly. Review of device manufacturing history records performed. Review of device manufacturing history records confirmed that all quality tests were passed prior to distribution.